Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products(reported). 42504606611 persona femur cemented plus left size 9+ lot# 64693787. 42560007514 persona stem extension tapered cemented 14mm dia +75mm l lot# 64911552. 42556806605 persona femoral posterior augment cemented size 9, 9+ 5mm lot# 65085586. 42556606610 persona femoral distal augment cemented size 9, 9+ 10mm lot# 64664219. 42542007501 persona tibia fixed cemented left size f lot# 64847567. 42512800714 persona articular surface fixed bearing (cck) left 14mm lot# 64314279 42560007514 persona stem extension tapered cemented 14mm dia +75mm l lot# 64911552

Event description:
It was reported a patient began to experience an increase in pain approximately 8 months post procedure. The patient was prescribed a medrol pack and an additional course of physical therapy. The pain improved but returned around 2 weeks later where it was presented over the lcl and a genicular block was recommended. All radiographic imaging displays implants in good position without gross failure or loosening and all implants remain in place.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11 no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the event. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: mild pain; no indication of loosening. This complaint has been confirmed by review of the provided medical records. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.